Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.

Event description:
The caller reported that the customer stated a 6dct tracheostomy tube was placed in the patient by his wife in 2009. A leak was discovered at 2:00am at about 2 days later. The tracheostomy tube was removed from the patient when the leak was found, and another unspecified tracheostomy tube was placed in the patient.